Event description:
It was reported that during an implant attempt, the left ventricular lead was not able to be implanted in the target location due to phrenic nerve/diaphragmatic stimulation (pns). The lead was implanted in a different location. The pns continued after implant so the lead was explanted and replaced. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: unk-comp-lead, (B)(6) 2014; 6935m62, lead, (B)(6) 2014. (B)(4).